Event description:
Unable to latch siderail. No injury reported.

Manufacturer narrative:
Technician found that the siderail was unable to latch, due to rust on pin and broken, release lever, replaced parts to resolve this issue.